Manufacturer narrative:
(E1) initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified brachial vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during second inflation at 20 atmospheres for 30 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.